Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition resulting in less than two seconds of asystole. It was suspected that there was lead on lead contact with a previously abandoned lead, thus creating the clinical observations. A revision procedure was performed, and the lead was removed from service and replaced. No additional adverse patient effects were reported.